Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was unable to boot up. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found that ups battery breaker was tripped. To resolve the issue, fse reseated the ups battery breaker. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.